Event description:
On (B)(6) 2023, I purchased cvs health early result pregnancy test, 2 test sticks. My 16 y.o. Daughter must show a negative pregnancy result test in order to start the 30-days ipledge program to use accutane. After urinating on the absorbent tip and followed the package instruction, both sticks gave an invalid result because no line appears in the control window. I returned to cvs and purchased another box of the same brand, again 2 sticks resulted in invalid. Both boxes that were purchased have lot no: 10121496. Expire date=2025-11-30. Cvs health does not have a consumer product complain online nor a phone number to contact. Reference report #mw5115493, #mw5115494, #mw5115495.